Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient vision is not clear with trouble focusing especially closeup. Additional information has been received, stating that the patient experienced light halos after surgery. The patient underwent yag capsulotomy. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided by the surgeon: I am disinclined to spend all the time on information gathering for a patient who was discovered to have a refractive error in their symptomatic os that will be addressed with lasik. This should dramatically reduce the symptoms. No further information has been provided at this time. File will be reopened when new information is received the manufacturer internal reference number is: (B)(4).